Event description:
This pi was opened to capture the first revision surgery for this patient's periprosthetic femur fracture. Stem & head was removed and fracture stabilised with plates, screws & wires of competitor, implanted a cement-in-cement exeter stem & delta head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.